Manufacturer narrative:
Mattress cover was replaced.

Event description:
It was reported via repair work order that the mattress had fluid intrusion due to a torn bottom cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.